Manufacturer narrative:
The power supply was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. The power supply was installed into a test ventilator in an attempt to duplicate the reported problem. The test vent powered up and delivered breaths successfully, transitioned between ac and the test backup battery power without incident, did not produce any failure, and the battery charging signal was within specifications. Extended testing produced no issues, and ran without incident. The manufacturer's failure investigation lab technician attached the power supply to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of the c56 was monitored, which revealed the voltage was dropping below the threshold voltage, approximately 8.5 volts, required to initialize u8. The c56 capacitor signal was dropping to 7.24v. This power supply was tested with no failures identified.

Event description:
The customer reported a ventilator that restarted multiple times. No patient involvement.